Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that high impedance measurements were observed on the right ventricular lead in both unipolar and bipolar configurations and an increase in thresholds. A revision procedure was scheduled for (B)(6) 2014. At that time, lead measurements were normal and the decision was made to replace the pulse generator. The lead was capped and replaced as well.